Event description:
It was reported that a beta bionics ilet user was thinking of switching his cgm target zone. The patient believes his basal rate is too high causing a hypoglycemic event. The patient's bg measured as 45 mg/dl causing excessive sweat and confusion. The patient drank 33 grams of carbs from a dunkin donuts iced coffee to fix the low. There was no outside intervention required. He was advised to discuss changes with the hcp.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.